Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life. Recommended to change device. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted due to normal battery depletion (nbd). New device was replaced. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, based on review of device memory which found the battery voltage to be dropping due to gradual increase in power consumption by the c2v35 power supply, consistent with hydrogen degradation of a low voltage capacitor. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, based on review of device memory which found the battery voltage to be dropping due to gradual increase in power consumption by the c2v35 power supply, consistent with hydrogen degradation of a low voltage capacitor. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.